Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and found a disconnected green stripe tubing at the top fitting of the upper sheath restrictor coil. The fse replaced the tubing to resolve the leak and dried out critical components (connectors and sensor) that were affected by the leak. Repair was verified per established procedures and results met published specifications. Failure mode of the leak is attributed to a disconnected green stripe tubing at the top fitting of the upper sheath restrictor coil. (B)(4).

Event description:
The customer reported a fluid leak from the coulter lh 750 hematology analyzer into the power components of the analyzer causing the instrument to automatically power down. The customer indicated that a few milliliters of fluid leaked and the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.